Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of this right ventricular (rv) lead was difficult to properly position in the rv, despite several attempts. Multiple stylets were used to attempt to deliver the lead to the rv apex. The physician made sure the helix was fully withdrawn and it was confirmed under fluoroscopy. The lead was removed from the patient and a different lead was implanted. The physician commented that this particular lead was not responsive to a stiffer stylet or attempts to reshape the stylet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant.